Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing during an episode of ventricular fibrillation was noted on this electrode and subcutaneous implantable cardioverter defibrillator. After three shocks were delivered, the rhythm converted. Shock impedance during at least one of the shocks was high but within normal limits. Additional information was received indicating that the patient had received another shock. It was later reported that therapy in the initially reported episode had been delayed for approximately 30 seconds to a minute. The electrode and associated device were explanted and a transvenous system was implanted.

Event description:
It was reported that undersensing during an episode of ventricular fibrillation was noted on this electrode and subcutaneous implantable cardioverter defibrillator. After three shocks were delivered, the rhythm converted. Shock impedance during at least one of the shocks was high but within normal limits. Additional information was received indicating that the patient had received another shock. It was later reported that therapy in the initially reported episode had been delayed for approximately 30 seconds to a minute. The electrode and associated device were explanted and a transvenous system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode, which was returned in two segments, was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Code 3191 was used to capture surgical intervention.